Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# v698093, implanted: (B)(6) 2011. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient never had therapeutic effect, and she wants the device removed because "it doesn't do any good." It was further reported that "sometime it works and sometime it doesn't." The patient has reportedly turned her device off. It was also noted by the patient that "the procedure was painful, it doesn't do any good, and she is very unhappy." Additional information was requested but had not been received as of the date of this report.